Event description:
It was reported that when using the pyxis medstation es system, it experienced a hardware malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that the 10lsouth refrigerator had not been functioning properly. A field service engineer effectively replaced all components in the smart remote manager to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.